Event description:
A review of service data detected a reportable event. During servicing of monitor (B)(4), which was returned for normal maintenance, it was discovered that the monitor would not power up. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. As received, the monitor would not power on. Upon service investigation, the flash memory failed to program. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer / analog board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The last pt to use this monitor did not report any problems.